Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 4.5 years post initial procedure, the suprarenal stent graft extension has migrated / moved but no endoleak is currently present. A secondary procedure was completed as a precautionary measure. The physician elected to implanted an additional infrarenal stent graft extension to treat the reported event. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of migration of the suprarenal stent graft extension and a secondary procedure. A 108° sharp infrarenal angle was noted as a contributing factor to this event however procedure related, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical images available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.